Event description:
Customer reported that their precision xtra blood glucose meter would not retain an accurate data and time settings. Additionally, when the meter was connected to the precision link data management sysem, the data and time settings were not retaining properly. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation resuslts are available. Customers and retailers have been informed.